Event description:
On (B)(6) 2022 the patient was implanted with a genio implantable stimulator. The patient's course was uneventful until (B)(6) 2025 where there were reports of loss of stimulation. Investigation into potential causes included testing with additional activation chips, and when external components were ruled out, x-ray images were taken. At the time no defects were found, and the position of the implant was unchanged from the x-ray taken post op the day of the implant. A decision was made in (B)(6) 2025 to revise the surgery. The patient underwent revision surgery on (B)(6) 2026. Stimulation was tested immediately prior to the procedure using an activation chip/disposable patch at various settings which showed no tongue response. Intra-operatively, an ossification was observed (bone material around the implant). On the right side of the implant, a fracture of the implant wing was noted. The procedure was performed without incident, and the patient was discharged from the hospital (B)(6) 2026 without complication. It is important to note the implantable device in this complaint file is not distributed in the united states.